Manufacturer narrative:
Ventec evaluated the customer's device and was unable to reproduce or confirm the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.